Manufacturer narrative:
(B)(4). Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. Investigations have shown a deficiency of the architect system exists in that messages are not processed within the expected time period. The software should be changed to recalculate the time period measured. The 8275 error message occurs when a sample is unexpectedly detected at the sampling position, but the tests are allowed to process to completion. (B)(4) will address the issue by developing new firmware that will delete extra pending messages and avoid the 8275 error. The complaint issue involves the interaction between the accelerator aps and the architect systems. Tracking and trending identified no adverse trends in conjunction with the complaint issue currently under evaluation. Labeling was reviewed and found to be adequate.

Manufacturer narrative:
(B)(4). An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer had several spe (sample presentation errors) while running controls on the architect i2000 im. The customer also reported several spe on patient samples. In the routine operation, if the i2000sr im and the architect detect an spe, both samples are returned to exceptions on iom, both sets of results are voided by ams and rescheduled. Patient tubes are re-presented and processed correctly. Spe errors occur when a sample at the sampling station is released prematurely for what ever reason and the next sample in queue moves into place. The system continues aspirating tests from the second sample based on orders from the first sample, thus results may be reported to sample one that were aspirated from sample two. In this case, the architect generated error code 8275 as expected and the operation manual instructs the operator not to report the results for both samples but rerun both samples. If the architect is set to automatically release results, the results may be released before the operator is aware that the error message was generated (which did not happen in this complaint). A product information letter is in process to reinforce what is currently in the ops manual. No impact to patient management was reported.